Event description:
The pt reported that the pump emitted multiple loss of prime warnings. She said she was unable to fill the canula as the pump immediately proceeded to the loss of prime warning after she completed the priming step. After she inserted a new cartridge and initiated the load cartridge phase, the pump displayed a "cartridge not detected" message. She reported that the battery and cartridge caps were secure, there were no associated alarms in the history and there was no exposure to extreme temperatures.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history did not show any alarms or warnings related to the complaint. An ezprime operation was performed, and the pump emitted a "no cartridge detected" warning during the load step; the pump did not detect the cartridge and pushed all the fluid out. Investigation revealed that the force sensor was out of calibration. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.